Event description:
Indication for removal - infected lead. Lead model - medtronic 6947 implanted in 2003 rva position. The doctor went in with a 14fr sls ii catheter and got resistance at the svc where the proximal coil was positioned. After consulting with dr. (Doctor that did several laser lead removals during fellowship) they both decided to up-size to a 16fr sls. At this point, he was able to pass the first coil and brought the laser down to the rv and removed the lead. As he pulled back on the laser catheter past the svc, pressures dropped. The decision was made to open the pt. The cv surgeon placed a patch on a 4 cm hole in the svc. On further examination of the explanted lead, it appeared that the lead had grown into the svc and as the laser passed that position it perforated. The pt was in ICU for one week after the procedure and passed away after they removed his air tube. We were unable to contact the physician in order to verify the indication for ICU, however, we believe it was due to internal bleeding that resulted in hypovolemia and a subsequent thoracotomy.

Manufacturer narrative:
Sae investigation notes: prior to the procedure, the pt had been prepped for thoracotomy. Thoracotomy and pericardiocentesis trays were in the room. Cv surgeon was present in the room. An atrial monitoring line was used throughout the procedure. Fluoroscopy was not used due to pt allergy to contrast.